Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys anti-hbe (anti-hbe) and elecsys anti-hbs (anti-hbs) on a cobas e 801 analytical unit compared to the antu method. This medwatch will cover anti-hbe. Refer to medwatch with a1 patient identifier (B)(6) for information on the anti-hbs results. The anti-hbs result from the e801 analyzer was 21.0 iu/ml (positive). The anti-hbs result from the antu method was 0.5 iu/ml (negative). The anti-hbe result from the e801 analyzer was 0.571 coi (positive). The anti-hbe result from the antu method was 0.045 coi (negative).